Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted during visual evaluation, and no leaks were identified; however, the component did not pass functional examination. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified. The cuff was visually inspected, leak and functionally tested. The component passed all testing. Based on the information available and analysis results, the balloon not passing the functional evaluation could have caused or contributed to the device being removed.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, the balloon did not pass the functional test.